Manufacturer narrative:
Combination product: yes. An additional report of impedance >3000 ohms was received. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped due to elevated thresholds, sensing and capture issues. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.